Manufacturer narrative:
D10: concomittants: 4319721 300-10-15 - equinoxe replicator plate 1.5mm o/s; 4304260 / 310-01-47 - equinoxe, humeral head short, 47mm (beta); 4319721 / 300-10-15 - equinoxe replicator plate 1.5mm o/s; 4364756 / 300-01-11 - equinoxe, humeral stem primary, press fit 11mm; 4372171 / 315-35-00 - glnd kwire; 4413865 / 300-20-02 - equinox square torque define screw drive kit. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
While investigating a 2023 revision for this patient, it was found that a 63 yo male patient had a prior revision on (B)(6) 2018. No further information known.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, d4, g1, g4, h4, h6. MDR section codes updated/corrected: a, b, c, d, g. The reason for the revision reported in cannot be confirmed from the information provided but may be due to inclusion of the polyethylene in the packaging recall, wear, loosening, infection, fracture, instability, dislocation, rotator cuff tear, and/or patient related factors. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.